Event description:
A greenfield filter was implanted on (B)(6) 2004. On (B)(6) 2014 it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On (B)(6) 2014 it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. No further patient complications were reported. It was further reported that the patient had the inferior vena cava (ivc) filter placed due to progression of deep vein thrombosis (dvt) despite coumadin for 1-2 months. In (B)(6) 2013 an abdominal computed tomography (CT) scan showed a probable occluded inferior vena cava at the level of the ivc filter. The ivc was collapsed around the filter and there were numerous retroperitoneal collateral vessels. In (B)(6) 2015, a CT chest pulmonary angiogram (cta) identified a single small pulmonary embolus in the right lower lobe. No large saddle embolus or left-sided emboli seen. The patient was reported to be on anticoagulant therapy. Another abdominal CT scan was performed on (B)(6) 2017 which revealed approximately 9 degrees of tilt to the left and 8 degrees of tilt posteriorly, such that the apex of the filter did abut the left posterior lateral caval wall. The filter was positioned within the infrarenal ivc. The apex of the filter was approximately 18mm below the inferior-most renal vein. Two of the six filter legs minimally penetrated the caval wall by 1-2mm, involving adjacent retroperitoneal fat. One filter leg posterolaterally on the right did appear involved with a small paraspinal osteophyte. No involvement of adjacent vascular structures or organs was identified. The filter did not demonstrate any evidence of fragmentation or deformity. The inferior vena cava appeared normal in caliber.

Manufacturer narrative:
Corrected b3 event date: 02/18/2014 originally reported and updated to (B)(6) 2017.